Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=29.4 counts avg/day, in 132.07 days, between (B)(6) 2010 22:06:59 and (B)(6) 2011 23:51:53. Weekly trend data shows min and max a pace varying over the range 400 to 1504 ohms between (B)(6) 2009 and (B)(6) 2010.

Event description:
It was reported that the clinician observed far field p-wave over sensing with manipulations. It was also reported that troubleshooting discovered the atrial signal was being picked up by the ventricular channel. After reprogramming, no further issues were reported. The lead remains in use. No patient complications have been reported as a result of this event.